Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in an arteriovenous shunt in a moderately tortuous and severely calcified vessel. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.